Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer report that this phenomenon was just cable error. Omsc concluded that the cause of this phenomenon is not the device, but the cable connecting the device to the monitor. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the endoscopic image of the subject device sometimes could not be displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.